Event description:
It was reported that when the respiratory therapist (rt) went to pull out the inner cannula they felt a moderate/full resistance. The rt was unable to put the cannula back in as a result. The rt called an ent physician who scoped the patient trach tube. The ent found the tube to be kinked. The physician replaced the trach tube as a result. The defective trach tube was retained by the facility.